Event description:
It was reported while using the bd phoenix ast broth the user noted large amounts of bacillus contamination on their patient purity plates. The user also noted that some of the tubes were turbid, and when gram-stained gram-negative rods were seen. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for contaminated tubes when using phoenix ast broth (catalog number 246003) batch number 4165581. The customer did not provide photos but provided sample returns for the investigation. The sample returns show no cloudy tubes. Retention samples of the complaint batch were manually and visually inspected and no contamination was found. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.